Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR: there were zero (0) defects or notifications noted for any related defects during the production of these batches. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time (B)(4).

Event description:
It was reported that a bd relion® insulin syringe needle broke off into the consumer¿s stomach. He was able to remove the needle without medical attention. He also states that when removing the cap, the needle remains in the cap instead of attached to the syringe. There was no report of injury or medical interventions.